Event description:
Pt being transported by ambulance was receiving infusion of kcl in d5 1/2 ns at a rate of 150cc/hr. Initially the pump was functioning normally. Approximately ten mins into transfer the screen on the pump began flickering and flashing then shut itself off. The emt made several attempts to restart the pump and confirmed that it was connected to inverter power. The emt also confirmed that the inverter was functioning properly. It was clear that the problem was isolated to the pump. Since the pt was hypokalemic, the emt hung the infusion on a regular IV administration set and counted drops in the chamber to maintain the flow rate at 150 cc/hr. There was no lapse in pt care due to this equipment problem. Pump was pulled from svc and internal repair verified the problem. Bad front panel key was found (shorted key pad caused pump to turn off when pump bumped or moved). Also some keys intermittently performed wrong function. The front panel was replaced and tested and pump returned to svc.